Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reports via phone call that patient had high and low blood glucose but not hospitalized. Customer's blood glucose at time incident was unknown. Customer's father stated that no alerts or alarm or any other mechanical issues. Customer was offered to transfer to helpline but declined.